Event description:
Country of complaint: (B)(6). Pt was in hospital 24 hours and discharged with rigid lumbosacral brace. Post surgery, pt was initially asymptomatic, after about 6 weeks, some back pain increased. During this time pt was practicing some swimming, walking and some physical therapy.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site eval: product was not received for eval. The lot number is unk. There can be no investigation of product or review of production documentation.